Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported problem. The fse reviewed the system log and identified a faulty axes controller motor (acm) in universal surgical manipulator (usm) 4. The fse replaced usm 4 and performed a calibration to resolve the reported problem. The system was tested and verified as ready for use. Isi has received usm 4 for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted following completion of the evaluation. The logs were reviewed/analyzed as part of the fse's investigation. In addition, a review of the site's complaint history identified no other complaints related to this event. No image or video clip for the reported event was submitted to isi for review. This complaint is being reported due to the following conclusion: system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient¿s inability to tolerate a procedure change. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is blank because the product is not implantable. Information for the initial reporter name and address is unknown or not available.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system was giving errors 32101, 48100, and node 196 pointing to an issue with universal surgical manipulator (usm) 4. The customer hard power cycled the system, but the errors persisted. The customer then disabled usm 4 and completed the procedure with no reported injury. On 05-mar-2022, (B)(4), inc. (Isi) performed follow-up and obtained the following additional information regarding the reported event: system functionality was reportedly checked prior to use, and errors occurred when the system powered on. It was confirmed that the site completed the procedure successfully with the other 3 usms.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received universal surgical manipulator (usm4) involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed errors 32101 and 48100 occurred in the system log. However, the errors were not replicated during an in-house test. The usm4 was tested on an in-house system in normal mode with no errors. The unit was also tested on a psc (patient side cart) fixture test platform (pftp). The unit passed all tests that were performed. After further investigation, the 32101 error was triggered by the axes controller motor (acm). The acm was inspected, and there was no physical damage or evidence of liquid present. The acm, insertion search light, and the instrument sterile adapter (isa) would be replaced as a precaution. The rolling loop fiber will be replaced due to being wavy. The yaw searchlight pca will be replaced due to sensor checks fail. The yaw and pitch housing ffc's will be replaced to assist the repair.